Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Iris and sleeve. The analysis results of device (a) found that it was received with fray marks on the lower protective ring causing the tear of the iris valve and sleeve. A potential cause of this finding is the contact of a sharp device with the instrument. Therefore the instructions for use states: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes". The analysis results of device (b) found that it was received with fray marks on the lower protective ring causing the tear of the iris valve and sleeve. A potential cause of this finding is the contact of a sharp device with the instrument. Therefore the instructions for use states: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the product was separated without a reason during surgery and then "it teared the silicon part." It is unknown how the procedure was completed. There were no adverse consequences for the patient.